Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and error alarm due to corroded keypad traces. Unable to perform the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, or no delivery test due to the unresponsive buttons. The unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for high blood glucose and that the insulin pump had alarmed button error. The blood glucose reading was over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.